Manufacturer narrative:
A ge representative evaluated the system and found the system was not retaining configuration data due to nvram memory failure. No conclusion can be drawn as repair info is unavailable.

Event description:
The customer reported the system would not complete boot up. No pt injury was reported.